Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, upon loading the device onto the wire, it was noticed that the distal portion of the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.